Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a stem and head with residual bone and blood on the components, no other information could be obtained from the photo, it was further identified the stem and head are competitor product, its unknown if this combination caused or contributed to the event. Device history record (DHR) review was unable to be performed as the lot number of the device in the involved event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01380, 0001822565-2023-01381, 0001822565-2023-01382. D10: unknown liner; unknown head; unknown stem. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a revision for unknown reasons. Attempts have been made and no further information is available.

Event description:
It was reported the patient underwent a right hip revision due to a dislodged cup. All hip components were removed and replaced. Attempts have been made and no further information as available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.